Event description:
The ventilator was connected to a pt. The customer reports that the ventilator delivered tidal volumes in excess of 1200ml when set to 530ml. The ventilator was in the volume control with a minimum volume of 5.3 and a breaths per minute of 10. There was no pt injury.